Event description:
IV r.n. Attempted to access port, felt some resistance, possible fibrin sheath. Nurse did manage to draw 6 ml of blood which was discarded and another ml for blood work. Two hrs later IV was connected and infused ok, but pt complained of shoulder pain. Contrast study showed catheter leakage. System was explanted and new system placed.

Manufacturer narrative:
The portal was returned with an 8 inch length of catheter attached. Microscopy examination revealed a slit, 0.25 inches in length, along the length of the catheter, 2.5 inches from the base of the portal. The orientation and physical characteristic of the slit is consistent with a mechanical failure of unknown cause. Upon pressurization of the system leakage was confirmed at the slit location.